Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of returned product determined that the packaging has been opened and inside of the carton is a monomer pouch and powder pouch. Inspection of the monomer pouch confirms the reported event as the pouch is unsealed. The pouch does not show signs of a seal at the sealing location. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was determined to be the packaging validation procedures are not adequate to ensure that the packaging validations for the products were adequate. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sterile pouch was not sealed.